Event description:
Stent graft shows infolding and type I endoleak on patient right side. Suprarenal stent peaks above the infold are close together and possibly have entangled anchoring pins. Likely the proximity of the suprarenal stent peaks to one another contributed to the infolding observed with the graft.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the neck measures 29 - 30 mm in diameter. It was reported that the patient was seen for follow-up and it was noted that the proximal portion of the bifurcated stent graft is infolded and there is a proximal type 1 endoleak present. A 40 x 10 palmaz stent was placed proximally between the lowest renal and the top of the graft. This successfully expanded the stent graft and resolved the infolding the endoleak disappeared. It was also noted that there was no space to place a cuff at the top of the bifurcated stent graft that is why a palmaz stent was used. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show calcification within the right renal artery and at the orifice of the (lowest) left renal. Non-contrast films show the neck at 28-33 mm in diameter prior to stent graft implant; however the flow lumen diameter is unknown. The aorta is shaped like an oval. Post-implant films show that the proximal end of the bifurcate aortic body had infolded approximately 10mm along a 20mm length, and then appears normal near the flow divider. The diameter of the stent graft is 27-29 mm after deployment and there is a proximal type I endoleak. The cause of the infolding could not be determined.

Manufacturer narrative:
Evaluation, method: (film evaluation), evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown), evaluation, conclusion: (cause of event is unknown).

Manufacturer narrative:
Evaluation, method: (film evaluation).